Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens in the patients left eye (os). The lens was explanted on (B)(6) 2021 due to vault was >1.5mm. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6-investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens -9.0/3.0/093 (sphere/cylinder/axis) into the patients left eye (os). Reportedly original 13.2 lens - vault>1.5mm. The lens was exchanged on (B)(6) 2021 for a shorter length lens. The backup lens was implanted upside down. See MFR report #: 2023826-2021-02534 for bacup lens. Claim # (B)(4).